Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator (ins) for parkinson¿s dual, movement disorders. It was reported that the patient had experienced post-operative tract hemorrhage. Factors leading to this were unknown, and actions/ resolutions were unknown, as well as unknown if the issue had resolved. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the cause of the hemorrhage was electrode placement. The actions/interventions were monitoring blood pressure and a supportive can. The issue had resolved. There were no further complications reported.